Event description:
Pt was revised because of disassociation of glenoid and humeral cup.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Depuy states a review of the device history records shows an initial conformance of products. A review of the device history records found no prior reports for both reported part and lot number combinations. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the investigation will be reopened. Depuy considers the investigation closed.